Event description:
During an rf procedure, the device displayed an error message, including that the cable was not connected. Trouble shooting was performed, but extended the procedure time by an additional 30 minutes. The case was completed using the same equipment. There was no medical intervention required or adverse consequence reported.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.